Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg.

Manufacturer narrative:
Additional information was received that the patient had a pocket revision. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg.